Manufacturer narrative:
It was reported that there was a power supply failure. The customer was unable to assist in a troubleshoot of the unit. A field service engineer (fse) went onsite to further evaluate the reported issue. The fse was unable to duplicate the reported issue. The fse was unable to duplicate the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a power supply failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a power supply failure. The customer was unable to assist in a troubleshoot of the unit. The customer requested onsite repair. The investigation is ongoing.